Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any malfunction codes reappear.